Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: graftmaster stents (x3), xience alpine stent (x1), impella device, proglide (x2), sheaths: 6, 10, 12, 14 f, heparin. (B)(4). It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the failure to achieve hemostasis; however, the difficulty inserting the device and treatment appear to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other two proglide devices referenced are filed under separate medwatch MFR reference numbers.

Event description:
It was reported that suture placement in the heavily calcified right common femoral artery was attempted with proglide devices, using a pre-close technique, via a 6f sheath, prior to a percutaneous coronary intervention (pci) procedure for vein graft aneurysm repair. Reportedly, the first proglide device was difficult to insert. The proglide device was deployed and the suture was harvested. The second proglide device was difficult to insert and the needle could not penetrate the calcified tissue of the artery. The sutures of a third proglide device were successfully preplaced using the pre-close technique. The pci procedure was completed and the sutures of the first and third proglide devices were tightened. There was still residual bleeding and a 9f sheath was placed and an angioseal device was used to complete hemostasis. There was no adverse patient sequela. The patient was discharged on (B)(6) 2016. The physician is reportedly trained in the use of the proglide device. No additional information was provided.